Event description:
It was reported that the lead exhibited noise. During explant, an insulation anomaly was noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the insulation was abraded from 13.1 cm to 13.3 cm and 7.8 cm to 7.9 cm from the connector pin which exposed the proximal coil and resulted in the reported noise. Abrasions are indicative of exposure to constant friction with another implantable device.